Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown. It was reported the patient was hospitalized the same day as onset for the event. The same day the patient was treated with intraperitoneal amikacin 500mg for ten days (frequency not reported). Ten days after onset the patient was treated with intravenous (IV) vancomycin 500 mg for five days (frequency not reported). The same day that the vancomycin was discontinued the patient was started on IV piperacillin tazobactam, ongoing (dose and frequency not reported). Dianeal therapy remains ongoing. At the time of this report the patient remained hospitalized and is not recovered from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On the day of the onset and diagnosis of the peritonitis, the patient was already hospitalized for unrelated events. The hospitalization was prolonged due to the peritonitis. On the day of the diagnosis of peritonitis, treatment with intravenous vancomycin was begun (previously treatment with intravenous vancomycin was reported as starting ten days after the onset of the peritonitis) for the peritonitis event. Four days after antibiotic therapy with amikacin and vancomycin was started (therapy started on the day of diagnosis), those treatments were withdrawn. On that same day of amikacin and vancomycin withdrawal, intravenous piperacillin tazobactam was begun for the peritonitis. After fourteen days of intravenous piperacillin tazobactam therapy, the treatment was withdrawn. Eighteen days after the peritonitis diagnosis was made, the patient was recovered and was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.